Manufacturer narrative:
A report was received indicating the presence of a hair inside a syringe. To support the investigation, one sample containing two opened packaging blisters¿one from lot 5166765 and one from lot 5166766¿along with two photographs, was submitted for evaluation by the quality team. Upon visual inspection, a hair was observed adhered to the bottom of the syringe barrel. The photographs correspond to the sample received. No additional defects or anomalies were identified. This condition may occur if proper gowning procedures were not followed by associates. A review of the device history records for material number 309653, covering lots 5166765 and 5166766, was conducted. The review found no quality issues during production that could have contributed to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. The sample will be used for associate awareness. To date, no other similar incidents have been reported for these lots. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material # 309653 lot # 5166765,5166766   it was reported by customer that hair found inside 50 ml syringe   verbatim: rcc received a complaint via phone. Pir attached hair found inside 50 ml syringe ¿ product code: 309653.